Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the user applying excessive tightening torque when attaching maj-891, forceps/irrigation plug, to the instrument channel port. The event can be prevented by following the instructions for use: "cyf-5/5r operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the curvature angle in the up direction did not meet specifications due to wear of the angle wire. It was also observed that the light guide lens was cracked. It was observed that the connecting tube was wrinkled. It was also observed that the forceps channel port was corroded. It was observed that the electrical connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis cysto videoscope forceps was loose/detached. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event.